Event description:
The following article was received based on a literature review: article: the histopathology of two eyes enucleated after continuous transscleral and micropulse transscleral cyclophotocoagulation for refractory secondary glaucoma. A retrospective observational case study evaluated the eyes of 2 patients who underwent enucleation following cycloablative treatment for refractory glaucoma. One of the two cases, a patient with behcet¿s disease and uveitic glaucoma presented for evaluation of refractory glaucoma in the left eye (os) after pediatric ahmed valve and subsequent baerveldt valve placement (due to inadequate iop control) and underwent micropulse transscleral cyclophotocoagulation (mp-tscpc). Despite an initial response, she ultimately required additional mp-tscpc at the authors institution with an iridex© (mountain view, ca, USA) micropulse probe p3 bx/6ea, which was performed 45 days after the first procedure. A copy of the article is provided with this report.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: (B)(6) 2021 (date the article was accepted). Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: n/a (not applicable) there is no indication the device has been explanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6: medical device problem code: 3191 - appropriate term/code not available (used for device code of unspecified/other w/ patient involvement). Citation: williams im, neerukonda vk, stagner am. The histopathology of two eyes enucleated after continuous transscleral and micropulse transscleral cyclophotocoagulation for refractory secondary glaucoma. Ocul oncol pathol.2022;8:pp. 93-99. An attempt was made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.